Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient inadvertently dislodged the infusion set during sleep, resulting in interruption of insulin delivery and subsequent hyperglycemia, and later reconnected to the ilet with insulin delivery resuming; troubleshooting and education were completed with no device alerts or alarms. Symptoms included elevated blood glucose to 419 mg/dl with prolonged time above range. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention, with glucose trending downward after reconnection. Investigation included review of user report and troubleshooting. Investigation of this case revealed an infusion set deployment or connection issue leading to loss of insulin delivery. It was concluded that user-related infusion set dislodgement was the likely cause and the device functioned as designed once properly reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.